Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette leaked; further described as "the machine is dripping solution underneath, font last bottom." This occurred during fill one of four of peritoneal dialysis therapy. Renal therapy services discussed continuous ambulatory peritonea dialysis with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.